Event description:
It was reported that it was determined the patient had a systemic infection. A transesophageal echocardiogram was performed which identified vegetation on the patient's three leads. The three leads and the patient's implantable cardioverter defibrillator were explanted on (B)(6) 2018 and all were replaced on (B)(6) 2018. But for the infection, the patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.